Event description:
It was reported, that electrogram (egm) review was requested. For this implantable cardioverter defibrillator (ICD), due to undersensing of ventricular tachycardia (vt). Upon review, technical services (ts) also noted, that ventricular tachycardia (vt) also fell below the lowest rate cutoff (rco) of 120 bpm at around 115 bpm. Programming options were discussed. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.